Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "grade IV capsular contracture". Continued e1 phone number: (B)(6).

Event description:
Distributor reported "grade IV capsular contracture" "hardening sensation, pain, grade IV capsular contracture. Decided to remove the implant." This is for the right side deivce. The device remains implanted.